Manufacturer narrative:
Unit not received in critical pump error (open book image). Unit received with a half white display due to corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to half white display. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, cracked case on battery tube area, slightly stained serial number label, peeling end cap address label, corrosion on force sensor assembly, moisture damage on motor assembly and partially bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and a red x on the display. Blood glucose level at the time of the incident was 160 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.